Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: 6. Strip code: 6. Strip storage: vial may have been capped incorrectly. Symptoms: headache, double vision and clammy hands. A patient reported they were seen in ER. Their meter allegedly was inaccurately control low. The result on their meter was unknown. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. Treatment included lab work, EKG, stopped oral medication, placed on glucophage for 24 hours, given ativan to calm nerves. No further information has been reported.